Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR report# 3006705815-2019-00519. It was reported the patient is not receiving effective therapy due to high impedances and that lead confirmed to have migrated. As a result, the patient underwent surgical intervention to have their leads replaced. Patient now has effective therapy.